Manufacturer narrative:
Additional information from the distributor indicates the patient was using two pumps, and they are unsure which pump was involved in the incident. Please see MFR # 3012307300-2018-02984 for second pump potentially involved.

Event description:
Distributor reported that an ambulatory infusion pump infused drug 10 hours too early. This resulted in the cancer patient feeling nauseous and required hydration treatment at the clinic. No other patient details were provided.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. The customer's concern regarding "drug infused 10 hours too early" was unable to be confirmed. Investigation of pump sn: (351249) found that the pump performs as programed, no errors occurred during testing of the pump. The pump passes sensor verification and delivery accuracy testing within manufacturing specification. Review of the event log find the most recent complete infusion occurred 5/21/2018 4:08 pm through 5/23/2018 2:08 pm. The infusion duration period was 46 hours infusing 92ml of medication at 2.0ml/hr. No alarms or errors were recorded during the infusion period. Medication volume and programing parameters for the stated issue were not provided. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.